Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was not holding its charge. Blood glucose was 179 mg/dl. Tandem technical support reviewed the pump history; no device issues were identified. Customer acknowledged the information.